Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) with two leads attached: one for pain and one for bladder control. The patient was experiencing a painful burning sensation at the site of the ins. The patient was also having trouble with synchronizing the patient programmer to the ins. According to the patient, the device was not providing relief of pain symptoms and only some improvement for bladder control. The patient was advised to see the consultant at the hospital.